Event description:
A talent captivia thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the great vessels were bypassed prior to the implantation of one thoracic stent graft. At the time of implant, it was planned to implant only one stent graft and then see the results. The patient presented approximately 1 week post-implantation with respiratory failure, related to a distal type I endoleak, as the original implant had not been extended distally enough. It was not possible to relieve the patient's symptoms because there was so much pressure from the distal type I endoleak. No further intervention was performed. It was reported that the patient expired due to other medical complications three days post secondary intervention. (Ref mfg 2953200-2011-01471 and 2953200-2011-01749).

Manufacturer narrative:
(B)(4): results of evaluation: (endoleak, respiratory failure, death). (Coverage of the great vessels with the device). (Not extending distally enough at the time of implant, other medical complications). Conclusion: (not extending distally enough at the time of implant, other medical complications).